Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. The device was returned with corporate provided blood port and adapter caps attached. The fibers were wet, and blood residue was present in the headers. During gross visual examination, a potted fiber fragment was observed at approximately 90° with the ports at 0° on the non-cavity ID end. The fiber fragment measured approximately 6.71 mm in length. An opposing end was not identified. Further examination of the complaint device did not identify any other damage or irregularities. The dialyzer was not subjected to a leak test as potted fiber fragments are known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred right after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hd machine, alarmed appropriately with a blood leak alarm. A pinkish hue was visible, and the blood leak was confirmed to be visually observed. The facility was unable to determine the exact location of the leak. A blood leak test strip was used, and it tested positive. No damage or defects were noted on any of the devices in use. The patient¿s estimated blood loss (ebl) was 150 ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred right after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hd machine, alarmed appropriately with a blood leak alarm. A pinkish hue was visible, and the blood leak was confirmed to be visually observed. The facility was unable to determine the exact location of the leak. A blood leak test strip was used, and it tested positive. No damage or defects were noted on any of the devices in use. The patient¿s estimated blood loss (ebl) was 150 ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was confirmed to be available for manufacturer evaluation.